Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced with a non-boston scientific device after delivered shocks failed to convert the patient's arrhythmia. The associated right ventricular (rv) lead was surgically abandoned and replaced with a non-boston scientific lead. The explanted device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.